Event description:
A caller reported a malfunction on their pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed normal limits. Technical support provided information on resetting the pump, although the caller did not have a charger available at that time and agreed to call back if further assistance was needed.